Manufacturer narrative:
Device received with partial display during testing due to corroded electronic assembly. Corroded motor assembly noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump screen was blank showing just company logo. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the display was solid white and there was a crack on the insulin pump screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.